Event description:
Cath therm dil so2 8fr pa(swan-ganz) was placed in cath lab and 2 of the 3-way stopocks have failed. One was on the infusion port and the other was on the pa line which cause blood to back up. Both leaked from a crack/hole on the side of the "t".